Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred and the pump battery was depleting faster than expected. Reportedly, the customer successfully loaded a new cartridge onto the pump. In addition, it was reported that the portions of the touchscreen was unresponsive to presses. Customer's blood glucose level was 140 mg/dl. Reportedly, the customer had back up manual injections for continued insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged touchscreen issue could not be verified. The alleged battery issue was verified, and the alleged cartridge alarm was unable to be verified due to the cartridge not being returned.